Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the skin on a robotic hernia repair, the suture broke off of the needle. No patient injury.